Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer and pocket were not detected on the bus. A field service engineer (fse) attempted a reboot and recovery with no success. Fse determined that only pocket a5 in drawer 2 was affected. The fse released all pockets to inspect for debris and cleared them as needed. It was identified as a straight up failed pocket. During diagnostics, pockets a5 and b5 were found to be reversed and pocket b5 worked properly in the row a position, while pocket a5 was not recognized in row b. The fse tested all affected pockets and diagnostics, replaced pocket a5, inspected the hardware, and made necessary adjustments. The battery was found to be good and compliant by date, and all software was current. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main full height drawer 2 and pocket was not detected on the bus. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.